Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while ligating the vessels during an open thyroidectomy, the surgeon was able to squeeze the handle and the pusher bar could not load the clip. They replaced the device to complete the case.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one video and one device. A visual inspection of the returned video noted: the distal end of the instrument being cycled and not loading clips. The instrument was returned with ten clips remaining. No visual abnormalities were observed. The handles were cycled the pusher bar did not advance. The instrument was disassembled, and the ratchet assembly was found to be damaged.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed damage may occur if the user attempts to either pull apart the handles prior to completing the handle compression or attempting to squeeze the handles prior to fully releasing the handles after completing a handle compression. If information is provided in the future, a supplemental report will be issued.